Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous and calcified, distal unspecified vessel, the 3.5 x 12 mm vision stent delivery system (sds) was used however, the shaft outside the anatomy became detached and the device did not cross the lesion. Although there was some resistance noted during removal the device was removed from the anatomy without incident. A second device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.